Manufacturer narrative:
This report is submitted on august 12, 2021.

Event description:
Per the audiologist, the device was explanted on (B)(6) 2021, due to the patient requiring an MRI compatible device. The patient was reimplanted with a new device on the same date.